Event description:
The customer reported to the distributor (importer) that a pt exam was filed into another pt's study folder after being exported to a third-party pacs product. The error was discovered by the health professional and the exam was deleted from pacs. There was no pt injury related to this incident.